Event description:
The customer reported via phone call that she was having issues with her continuous glucose monitoring system. The insulin pump alarmed calibration error or lost sensor. Customer's blood glucose level was 400 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.